Event description:
It was reported that during a robotic prostatectomy procedure, when placing 5mm instrument down the trocar, there was hissing and leakage of pneumoperitoneum. They continued to use the trocar to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.